Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was displaying a wrench code 100 and wrench code 101. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (wrench code 100, wrench code 101) was confirmed. Upon investigation the monitor software was corrupt, which caused the reported wrench codes. The cause for the monitor corruption was isolated to an intermittent digital signal process u300 on the monitor c/a board. The root cause for the intermittent u300 component could not be positively identified. No adverse event resulted from the defective u300 component. The pt received a replacement monitor.